Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. In a follow up with the amo territory sales manager (tsm), he indicated that the wires were not frayed, only the isolation was porous and the wires could be seen. Per tsm, there was not any issue with the equipment not performing per its intended use due to the exposed wires. When tsm was asked could the exposed wires cause an electrical surge or short that could result in a serious injury to the patient or the user, he stated that it could be possible, but before the user experiences that problem, the issue was reported to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the handpiece cord was damaged, that isolation at transition cable to the hand piece was torn/ripped. There was no patient involvement reported.